Manufacturer narrative:
H6: updated health effect, clinical code; h6: updated investigation findings; h6: updated investigation conclusions; h6: health effect impact code: f26: no health consequences or impact; h6: medical device component: g04088: membrane. Previous patient code (1994) was reported, based on the original complaint. And is no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation, there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact. And will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2007 through (B)(6) 2014 were not provided. Patient information: medical history: none provided. Prior surgical procedures: no information provided. Implant preoperative complaints: on (B)(6) 2007, ¿large ventral hernia, getting larger. Symptomatic, wishes it repaired. The risk including bleeding, infection, bowel injury, need for open incision. Recurrence of the hernia were explained to the patient and she wished to proceed¿. Implant procedure: laparoscopic ventral hernia repair with 18 x 18 cm ¿bard dualmesh¿. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/04761847, 20cm x 30cm x 1mm thick]. Implant date: (B)(6) 2007, description of hernia being treated: ¿a 12 mm incision was made in the left mid abdominal wall laterally and on optiview 12 mm trocar passed down into the peritoneum without difficulty. There was no evidence of visceral injury. Two 5 mm apple trocars were placed, 1 above and 1 below this under direct laparoscopic vision. I realized I had scribed too far medial with my 12 mm trocar. So I actually took it out and replaced it with a cutting blade, going more directly in. The hernia was inspected. There were no viscera within it¿. Implant size and fixation: ¿it was measured at approximately 8 cm diameter, so we marked out 4 cm around the periphery of the hernia and at least 4 cm on all sides, and fashioned a 20 x 30 piece of into an 18 x 18 cm circle. It was marked with 8 sutures peripherally alternating with green and white sutures. Sutures were placed around the periphery of the mesh. It was rolled up and passed through the 12 mm trocar. It was then unrolled and I had drawn on the gore-tex side with all 8 sutures marked in clockwise fashion. We then made a small stab incision at each of the marked suture sites, aiming 1 cm lateral through the fascia with fascial closure device. Each of the 2 tails of the sutures were passed out through the small incision separately and they were held in place with a hemostat. All the sutures were passed through the fascia in this fashion and when this was completed, the sutures were pulled up and tied. This produced a nice flat placement of the mesh in good position. Additionally, the medial edge of the mesh covered the previous 10-11 trocar site placement, so that we would not have a hernia through this. We then used a tacking device and placed additional tacks at multiple points around the periphery, placing 1 or 2 between each of the sutures. We then placed some tacks into the center in the hernia sac to prevent space or seroma formation. There were no evidence of bleeding. The fascial closure device was used to close the 12 mm trocar site with an 0 vicryl¿. Explant preoperative complaints: on (B)(6) 2014, ¿patient had an 8 cm wide ventral hernia defect repaired laparoscopically in 2007. This was performed with 18 x 18 cm piece of dualmesh. She developed increasing pain and significant distention through this. This is acting like a recurrent ventral hernia, where she has notes for the abdominal wall causing a persistent pulling sensation that she is getting. She has opted for surgical reconstruction and will require a component separation to bring the muscular structure back to the midline to give her a functional anatomic repair¿. On (B)(6) 2014, ¿presents for an evaluation of a ventral hernia. She has had problems for many years. Although does not appear to be an initial abdominal operation. She had the hernia repaired laparoscopically in 2007 with mesh. She did well until last year, when she became pregnant. Since that time, she has had increasing bulging from the central portion of her abdomen and periumbilical area. She gets pain with this, but has not had any nausea, vomiting, or obstruction signs. She came in for hernia repair and possible component separation. Her physical exam showed a centralized ventral hernia with palpable mesh, especially under the umbilicus. It is reducible and slightly tender. She has a lot of extra skin inferior to the umbilicus. We discussed doing the hernia repair. The patient was given the choice of the midline incision, where we could save her umbilicus or a transverse incision where we could remove the excess skin, but would be unable to save her umbilicus. She has elected to go with the transverse incision¿. Explant procedure: open lysis of adhesions, debridement of abdominal wall and resection of 18 x 18 cm mesh implant. Recurrent ventral herniorrhaphy with component separation technique. Explant date: (B)(6) 2014, ¿dr. X performed a modified pfannenstiel type incision. And then dissected the subcutaneous tissue off the anterior fascia up to the costal margins. When I entered the operating room and they addressed the fascial defect and the old mesh and addressed the adhesions. The mesh was identified in the midline, which is without a significant fascial covering. The fascia was dissected off of the mesh in all directions and the mesh. Which was in the posterior fascial plane was freed up and then once I get into the abdominal cavity, she did have adhesions over omentum densely adherent to the underneath side of the mesh. The mesh being a dual gore-tex, I was able to sweep some adhesions down with some cautery and sharp dissection with pinpoint cautery for hemostasis. The mesh had been anchored with the spiral tacker and the tack had to been [sic] removed from the abdominal wall as well. Once the mesh was removed, all the remaining adhesions were taken down and the viscera were examined. The liver, small bowel, colon, and appendix were unremarkable. Once I completely freed up all adhesions and dr. X evaluated the remaining fascia and the musculature and was comfortable with the closure, I was going to proceed with component separation and recurrent ventral herniorrhaphy with posterior implant of biomesh¿. ¿a midline incision was then made and these two flaps separated again going up to the umbilicus. As the umbilicus was involved in the hernia, it was felt again we would have to take this off of the fascia. This was dissected free of the fascia though there was really no actual umbilical area here. The incision was then taken up slightly superior to the umbilicus. The flaps were dissected out and retracted back. This revealed, a large central weakness in the abdominal wall. Dr. Y then took over incising the tissue over the mesh. He then removed all the mesh and removed any adhesions of the bowel and omentum to the mesh and anterior abdominal wall. Once he was done, the procedure was then turned back over to plastic surgery. We did remove the excess tissue medial to the rectus muscles on either side. We are able to close the rectus muscle in the midline, but I felt that we should probably do a single sided component separation to remove any tension. As we had already dissected out over the fascia this was not difficult. The left rectus muscle was identified. Incision was made in the fascia lateral to this going down over the anterior oblique muscle. The incision was then extended superiorly over the ribs and inferiorly down to the pelvic area. The muscle was then separated slightly allowing the rectus muscles come in midline and a wound be closed with no tension at all. A 7 x 20 piece of biodesign mesh was then used, this was placed underneath the rectus muscle. It was tacked in with running interrupted mattress sutures of 0 pds¿. Conclusion: it should be noted, that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur, but may be referred to as a recurrent hernia. It should be noted, with use of the device in patients with the potential for growth or tissue expansion (e.g., infants, children, or women who may become pregnant), the surgeon should be aware that the device will not stretch significantly as the patient grows. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include, but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination. Which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation. Therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc., lot number: 04761847. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007 were not provided. (B)(6) 2007: (B)(6). Operative record. Pre/postop diagnosis: 8 cm ventral hernia. Procedure: laparoscopic ventral hernia repair with 18 x 18 cm bard dualmesh. Indication: large ventral hernia, getting larger. Symptomatic, wishes it repaired. The risk including bleeding, infection, bowel injury, need for open incision, recurrence of the hernia were explained to the patient and she wished to proceed. Description: ¿the patient was taken to surgery and placed on the operating room table. A foley catheter was placed. She had ted hose and thromboguards on for dvt prophylaxis. She was given 2 gm of kefzol intravenously. General anesthesia was induced. The abdomen was prepped with alcohol and duraprep and draped with sterile sheets and towels in usual fashion. The skin was infiltrated at the completion of the procedure with 0.25% marcaine with epinephrine for postoperative pain control. A 12 mm incision was made in the left mid abdominal wall laterally and on optiview 12 mm trocar passed down into the peritoneum without difficulty. There was no evidence of visceral injury. Two 5 mm apple trocars were placed, 1 above and 1 below this under direct laparoscopic vision. I realized I had scived too far medial with my 12 mm trocar so I actually took it out and replaced it with a cutting blade, going more directly in. The hernia was inspected. There were no viscera within it. It was measured at approximately 8 cm diameter, so we marked out 4 cm around the periphery of the hernia and at least 4 cm on all sides, and fashioned a 20 x 30 piece of bard dualmesh into an 18 x 18 cm circle. It was marked with 8 sutures peripherally alternating with green and white sutures. Sutures were placed around the periphery of the mesh. It was rolled up and passed through the 12 mm trocar. It was then unrolled and I had drawn on the gore-tex side with all 8 sutures marked in clockwise fashion. We then made a small stab incision at each of the marked suture sites, aiming 1 cm lateral through the fascia with fascial closure device. Each of the 2 tails of the sutures were passed out through the small incision separately and they were held in place with a hemostat. All the sutures were passed through the fascia in this fashion and when this was completed, the sutures were pulled up and tied. This produced a nice flat placement of the mesh in good position. Additionally, the medial edge of the mesh covered the previous 10-11 trocar site placement so that we would not have a hernia through this. We then used a tacking device and placed additional tacks at multiple points around the periphery, placing 1 or 2 between each of the sutures. We then placed some tacks into the center in the hernia sac to prevent space or seroma formation. There were no evidence of bleeding. The fascial closure device was used to close the 12 mm trocar site with an 0 vicryl. All the trocars were then removed and the abdomen was deflated. Hemostasis was excellent. The larger incision was closed with interrupted 3-0 vicryl and running 4-0 monocryl in the skin. There was a little bit of bleeding from the surface of the upper 5 mm trocar site and this was controlled with a 3-0 vicryl in the subcutaneous tissue and deep dermis and then an interrupted 4-0 monocryl in the skin. There was a little bit of bleeding from the surface of the upper 5 mm trocar site and this was controlled with a 3-0 vicryl in the subcutaneous and deep dermis and then an interrupted 4-0 monocryl in the skin. Benzoin, steri-strips and sterile dressing and tape were applied. The sponge counts were correct. The patient tolerated the procedure well. The patient was taken to the recovery room in good condition.¿ (B)(6) 2007: (B)(6) hospital. Implant record. Patch sft tis 20 x 30 x 1. Lot number: 04761847. Manufacturer: gore. Expiration date: 2009-11-21. Catalog #: 1dlmcp07. Implant site: ventral hernia site. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/04761847) was implanted during the procedure. Records between (B)(6) 2007 and (B)(6) 2014 were not provided. (B)(6) 2014: (B)(6). Operative report. Pre/postop diagnosis: recurrent ventral hernia. Procedure: open lysis of adhesions. Debridement of abdominal wall and resection of 18 x 18 cm mesh implant. Recurrent ventral herniorrhaphy with component separation technique per dr. (B)(6). Co-surgeon: (B)(6). Estimated blood loss: less than 25 ml for the lysis of adhesions, mesh removal. History: patient had an 8 cm wide ventral hernia defect repaired laparoscopically in 2007 at (B)(6) hospital. This was performed with 18 x 18 cm piece of dualmesh. She developed increasing pain and significant distention through this. This is acting like a recurrent ventral hernia where she has notes for the abdominal wall causing a persistent pulling sensation that she is getting. She has opted for surgical reconstruction and will require a component separation to bring the muscular structure back to the midline to give her a functional anatomic repair. Description of procedure: ¿patient was taken to the operating room and placed on the table in supine position. She was induced under general anesthesia per endotracheal tube. Scd boots were on and functioning prior to induction of anesthesia. She was given intravenous antibiotics within one hour prior to the incision time. Dr. Dash performed a modified pfannenstiel type incision and then dissected the subcutaneous tissue off the anterior fascia up to the costal margins. When I entered the operating room and they addressed the fascial defect and the old mesh and addressed the adhesions. The mesh was identified in the midline, which is without a significant fascial covering. The fascia was dissected off of the mesh in all directions and the mesh, which was in the posterior fascial plane was freed up and then once I get into the abdominal cavity, she did have adhesions over omentum densely adherent to the underneath side of the mesh. The mesh being a dual gore-tex, I was able to sweep some adhesions down with some cautery and sharp dissection with pinpoint cautery for hemostasis. The mesh had been anchored with the spiral tacker and the tack had to been [sic] removed from the abdominal wall as well. Once the mesh was removed, all the remaining adhesions were taken down and the viscera were examined. The liver, small bowel, colon, and appendix were unremarkable. Once I completely freed up all adhesions and dr. Dash evaluated the remaining fascia and the musculature and was comfortable with the closure, I was going to proceed with component separation and recurrent ventral herniorrhaphy with posterior implant of biomesh. This will be outlined in his note. Complications: none. Specimen: none. Disposition: patient tolerated this portion of the procedure well. Of note, we had not placed any laparotomy pads in the abdominal cavity during this portion of the procedure.¿ (B)(6) 2014: (B)(6). Operative report. Pre/postop diagnosis: ventral hernia. Procedure: repair of ventral hernia with removal of old mesh, lysis of adhesions, left rectus muscle advancement, and mesh placement. Hpi: presents for an evaluation of a ventral hernia. She has had problems for many years, although does not appear to be an initial abdominal operation. She had the hernia repaired laparoscopically in 2007 with mesh. She did well until last year when she became pregnant. Since that time, she has had increasing bulging from the central portion of her abdomen and periumbilical area. She gets pain with this, but has not had any nausea, vomiting, or obstruction signs. She came in for hernia repair and possible component separation. Her physical exam showed a centralized ventral hernia with palpable mesh, especially under the umbilicus. It is reducible and slightly tender. She has a lot of extra skin inferior to the umbilicus. We discussed doing the hernia repair. The patient was given the choice of the midline incision where we could save her umbilicus or a transverse incision where we could remove the excess skin, but would be unable to save her umbilicus. She has elected to go with the transverse incision. Description of procedure: ¿the patient was taken to the or, placed under general anesthesia with an endotracheal tube. A foley catheter was placed. Her abdomen was then prepped and draped. A transverse incision was made just over the pubic hairline. This was taken down through the subcutaneous tissue until the fascia was encountered. The subcutaneous tissue was then dissected off of the fascia and inferior to superior fashion. This was taken up to the umbilicus. A midline incision was then made and these two flaps separated again going up to the umbilicus. As the umbilicus was involved in the hernia, it was felt again we would have to take this off of the fascia. This was dissected free of the fascia though there was really no actual umbilical area here. The incision was then taken up slightly superior to the umbilicus. The flaps were dissected out and retracted back. This revealed a large central weakness in the abdominal wall. Dr. (B)(6) then took over incising the tissue over the mesh. He then removed all the mesh and removed any adhesions of the bowel and omentum to the mesh and anterior abdominal wall. Once he was done, the procedure was then turned back over to plastic surgery. We did remove the excess tissue medial to the rectus muscles on either side. We are able to close the rectus muscle in the midline, but I felt that we should probably do a single sided component separation to remove any tension. As we had already dissected out over the fascia this was not difficult. The left rectus muscle was identified. Incision was made in the fascia lateral to this going down over the anterior oblique muscle. The incision was then extended superiorly over the ribs and inferiorly down to the pelvic area. The muscle was then separated slightly allowing the rectus muscles come in midline and a wound be closed with no tension at all. A 7 x 20 piece of biodesign mesh was then used, this was placed underneath the rectus muscle. It was tacked in with running interrupted mattress sutures of 0 pds. Before final closure, we did check to make sure there was no bowel caught in the sutures. The patient had a sponge underneath the mesh, which was removed prior to final closure. Once the mesh was completely tacked in, the fascia was then closed with a running suture of 0 pds. The fascia was still fairly weak superior and inferior to the closure. It was felt that she would benefit from having this imbricated. A running 0 pds was then used to imbricate the fascia going from the superior aspect of the dissection down into the pubic area. This created a fairly tight rectus fascia. The wound was irrigated. Any bleeding was stopped with electrocautery. A 19-french blake drain was placed through a stab wound. The excess skin was then pulled down and removed. A total of 384 gram of tissue was taken off. The midline incision was tacked together inferiorly. We then took and thinned out some of the fat from the most superior aspect of this midline incision. This was then tacked down to the fascia to try to recreate an umbilicus. The rest of the wound was then closed with dermal sutures of 0 vicryl. The umbilical area was tacked down with a mattress suture of 0 vicryl as well. The skin was closed with running sutures of 4-0 prolene. The wound was dressed with adaptic [sic] and dry dressing as well as the abdominal binder. Anesthesia did put a tap block in prior to dressing. The patient tolerated the procedure very well. There were no complications. The patient was sent to recovery room in satisfactory condition.¿ there is no mention of infection involving the gore device. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, pain. Additional event specific information was not provided.